Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for what steps had been taken to resolve the flickering that the patient felt at the implant site and if it had been resolved, the patient replied ¿it comes and goes.¿ in response to the inquiry of if the patient had notified their health care physician (hcp) about the flickering at the implant site the patient stated ¿yes¿ and noted that they had met with the manufacturer representative (rep). In response to the inquiry of whether the cause of the flickering sensation at the implant site was determined the patient replied ¿no.¿ in response to the inquiry of whether the patient¿s fall had impacted their implanted device, the patient replied ¿no,¿ and stated that it had been x-rayed and tested by the rep and had been found to be working. The patient reported the rep had no ideas about the flickering. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported patient reports she is having issues with the device where it "flickers" and she feels it at the ins site not the vaginal area. Checking the device while on the call showed device was on and patient felt stimulation in the correct area. Patient reports she fell, but not on the implant, and was advised to have the implant checked by the doctor. No further complications were reported or are anticipated.